Event description:
At the beginning of a cardiac catheterization, the physician asked the nurse to reposition the fluoro/cine monitor for better viewing. When the nurse touched the bank of monitors, the whole console suddenly crashed to floor. The bolt connecting the overhead boom arm to the monitor broke. The patient in the cath lab at the time was not injured. Manufacturer notified 2/21/92. Bolt sent for failure analysisdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jan-91. Service provided by: manufacturer. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, none or unknown, none or unknown, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service. Invalid data - on device destroyed/disposed of status.